Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented post one day of implant. It was noted that the ventricular and atrial lead timing were at the same time strongly suggesting that the atrial lead had dislodged. Chest x-ray confirmed dislodgement. The patient is post bypass and the implant itself required a number of atrial lead testing spots to find a suitable spot. The patient was tested post placement and numbers at that time were suitable. The lead was reprogrammed off. The physician elected not to reposition the lead. The patient was asymptomatic before, during and after the event.